Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on (B)(6) 2015 the patient experienced a blood glucose of 600 mg/dl with polyuria, polydypsia, and large ketones associated with an inaccurate delivery issue. It was reported that the patient¿s healthcare provider made recent changes to their basal rate. Reportedly, the patient discontinued pump therapy and was hospitalized and treated with insulin via injection and IV fluids. During troubleshooting with customer technical support (cts), it was reported that the bolus totals did not match. This complaint is being reporter because the patient allegedly experienced hyperglycemia due to an inaccurate delivery issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/13/2015 with the following findings: the bolus deliveries were reviewed and calculated from the bolus history from (B)(4) 2015. The total bolus delivery calculations on each day match the total daily dose history with no discrepancies; the data confirmed to be correct in the pump history. The pump passed a delivery accuracy test with no delivery defects found. Unrelated to the original complaint, the display was dim and faded. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.